Manufacturer narrative:
The electrode was not returned, however engineering reviewed imaging from the field and confirmed the allegation of a fractured electrode in the area distal to the sensing electrode. In (B)(6) 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture. This electrode is a part of the advisory population. If the electrode is returned it will undergo analysis and the report will be updated at that time. Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode exhibited a fractured and visual examination determined the fracture was located approximately 32.7 cm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited complete fracture damage through to the sensing cable and high voltage cable. In (B)(6) 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. Upon evaluation one of the sensing vectors shows a flat signal and there were abnormal high shock impedance measurements. An electrode fracture and insulation damage were suspected as the cause. Subsequently a revision procedure was performed where the electrode was explanted and replaced. Upon removal from the pocket, the electrode was found severed. No additional adverse patient effects were reported.

Manufacturer narrative:
The electrode was not returned, however engineering reviewed imaging from the field and confirmed the allegation of a fractured electrode in the area distal to the sensing electrode. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture. This electrode is a part of the advisory population. If the electrode is returned it will undergo analysis and the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. Upon evaluation one of the sensing vectors shows a flat signal and there were abnormal high shock impedance measurements. An electrode fracture and insulation damage were suspected as the cause. Subsequently a revision procedure was performed where the electrode was explanted and replaced. Upon removal from the pocket, the electrode was found severed. No additional adverse patient effects were reported.